Event description:
I'm a dexcom cgm user. I switched to the g6 sensor in (B)(6) 2020. About 50% of the time, the g6 sensor fails. In the majority of cases, the sensor stops providing glucose readings. This occurs, in my opinion, because the applicator for inserting the sensor is so violent it induces a wound response that in 6 to 7 days later ends with sensor failure. Inspection of the sensor reveals dried blood around the insertion wire and the accumulation of residue on the sensor wire itself. The second problem is more recent and has happened twice. The applicator does not release the sensor upon activation of the insertion mechanism. I cannot rely upon the g6 system to provide continuous monitoring for the recommended 10 day period. In the approximately 200 days of using the g6 system, I have had only 5 out of 20 sensors last the entire 10 day period expected. I have notified dexcom of the problems associated with the g6 applicator and system with each and every failure. I'm now returning the malfunctioned applicator to dexcom. For your information, I'm a ph.d. Scientist and the chair of the department of pharmaceutical sciences at (B)(6). FDA safety report ID # (B)(4).